Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device sealed and cut tissue and then the jaws would not re-open after it was removed from pt. There was no pt injury. The device was returned with the knife blade exposed.